Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Further information confirmed that the patient was discharged to home and the device was reprogrammed.

Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
Boston scientific received information that this patient was hospitalized due to multiple syncope events. Loss of capture was noted. It was noted that the auto capture was reprogrammed to off. An inquiry was sent to boston scientific technical services (ts). A review of the information by ts noted the device triggered elective replacement near (ern) due to high output settings. Reprograming of the device took place in (B)(6) 2015. It was noted that the automatic capture feature was programmed to off by the user. No additional adverse patient effects were reported. The device remains implanted.